Event description:
It was reported that patient had received an alert for possible lead issue. The high voltage lead impedance measured low, which resulted in an aborted shock. The device was reprogrammed to resolve the issue. The patient was in good condition and will continue to be followed normally.

Event description:
It was reported that externalized conductors were seen on fluoroscopy imaging. The lead will remain programmed and will be monitored. Patient was stable.